Event description:
Caller reported a power source alert 07. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the pump began charging after plugging the charging cable into a wall adapter. However, as a precaution and because the caller did not have alternate charging accessories, technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping. Caller was advised to use an alternative method if the pump battery depleted before the new charging supplies arrived.